Event description:
It was reported that the patient underwent a l5-s1 laminectomy and discectomy and a l5-s1 posterior lumbar interbody fusion using rh bmp-2/acs on (B)(6) 2012. It was also reported patient underwent a spine fusion surgery in the lumbar region of his spine from l4-l5 using rhbmp-2/acs on (B)(6) 2012. It was reported that patient continues to experience increasingly severe lower back pain and sharp pain down his legs. Patient is unable to ambulate long distances, walks with a cane. Patient suffers from fatigue, soreness across his lower back, and burning pain throughout his buttocks. No additional information has been provided.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.